Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-01233.

Event description:
The customer reported that she has been hospitalized for high blood glucose at least four times. The dates provided were (B)(6) 2012 and (B)(6) 2013. The customer reported blood glucose levels greater than 500 mg/dl on her most recent hospitalization, which was due to diabetic ketoacidosis. The customer stated that she has had several no delivery alarms and bent cannulas. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. In addition, the customer reported that she has had problems with the insertion device not staying in place when loading the infusion set. The customer stated that she may be using the wrong infusion set for her body type since she has lost some weight. Nothing further was reported.